Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine device check. It was noted that there were multiple inappropriate mode switch episodes. In reviewing these, it was determined that the majority were due to right atrial lead noise. The patient was instructed to perform isometric exercises, which did reproduce the lead noise. The lead was reprogrammed. The patient was stable.